Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: a4, b3, b5, d2, d4, d6b, g1, h4, h6 reason for reoperation: capsular contracture, baker grade iii.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Physician reported left side capsular contracture baker grade unknown. Device remains implanted.